Event description:
Customer reported the pump alarmed for chamber blocked and an under infusion of dopamine. The user reported that dopamine was infusing when the pump alarmed for chamber blocked. The user followed the instructions on the screen; stopped the infusion, removed the set from the pump and massaged the tubing. The tubing was placed back into the pump, the infusion was restarted and appeared to be infusing. Reported the pump did not alarm again after the infusion was restarted. Two hrs later, the user noticed that the pt's blood pressure was still lower than desired and not responding to the dopamine. The pump indicated it was infusing but the fluid level in the dopamine bag was the same as two hrs ago. The infusion was stopped, the pump was opened and the user reported the tubing inside the pump was kinked. The administration set was replaced, the dopamine infusion was restarted and the pt's blood pressure increased to the desired level. No long-term pt harm reported and no add'l medical intervention was required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The pump module was not sequestered and will not be returned for eval. The concomitant administration set was rec'd for eval. A f/u report will be submitted after the product eval is complete.